Event description:
The device was returned to the service center with a report from the customer contact that stated, "occlusion alarm." This is not a reportable malfunction. However, during verification testing at the service center, the distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
During testing, it was noted that the distal pressure sensor calibration had drifted out of tolerance. The customer contact's report of occlusion alarm was noted in the device history, but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.